Event description:
It was initially reported that the patient never had therapeutic effect. The patient had decrease in therapeutic benefit during nighttime. A loss of therapeutic effect and burning sensation was noted. The patient was not happy with the relief from the interstim. The patient was set at 3.5 amp and was feeling a uncomfortable burning sensation after about one hour of the stimulation being turned on. The patient had no control at night. The urine flows out at night and she had two accidents at night. The patient was wearing multiple pads and depends at night. As soon as she stands up the urine floods out. It seemed like if she was in a reclining position and then tried to get up that she was having the most issues. It was also noted that the patient had a knee injury and the patient may have needed an MRI. The patient had a CT scan instead of the MRI. The patient continued to have a problem with her knee and wanted to know if she could have an MRI. It was later reported on 2013 (B)(6) that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appt 2013 (B)(6). The patient was asking their doctor to remove interstim. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), implanted: 2012 (B)(6); product type programmer, patient product ID 3093-28 lot# v850462, implanted: 2012 (B)(6); product type lead (B)(4).